Event description:
Caller reported that the t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Cts instructed the caller to plug the wall adapter into a known working outlet and leave it for at least 30 minutes to see if the pump would begin charging, with plans to follow up on the situation.